Event description:
It was reported that the patient experienced an overdose; specific symptoms were not provided. It was believed that this was caused by both oral meds and the pump. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).